Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) ventricular connector port was damaged. Additionally, analysis was able to confirm the customer comment that the epg had a broken pin inside the connector. It was noted that the epg failed multiple ventricle incoming functional tests. It was further noted that the capacitor c277 was damaged on main printed circuit board (pcb). Furthermore, it was noted that the upper case was dented and the hanger assembly was broken. Additionally, it was noted that the lower case was broken in addition to being contaminated. Moreover, it was noted that the main seal and hanger screw were contaminated. All found defective parts were replaced, however it was then noted that the epg failed multiple ventricle final functional tests which was caused to the output connector assembly wire being loose from connector. The connector assembly was replaced and the epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) ventricular connector port was damaged. It was noted there was a broken pin inside the connector. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.